Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide catheter: profit. Stent: xience v. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the implanted stent, such that the balloon ruptured upon the second inflation at 8atm which is below the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. In this case, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. Product performance engineering will monitor the incident circumstances. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Event description:
It was reported that the target lesion was in the mid left anterior descending with mild tortuosity and calcification with 75% stenosis. After a guide wire crossed the lesion, the 1.2 x 6 mm trek crossed the lesion and was inflated. After a xience stent was implanted in the lesion, the same 1.2 x 6 mm trek was used for post dilatation, but the balloon ruptured at 8 atmospheres. There was no resistance noted during advancement or retraction in the lesion. The balloon was changed to a voyager rx. There were no adverse patient effects. The physician commented that the balloon might have ruptured due to the contact with stent struts. No additional information was provided.